Event description:
It was reported that the patient experienced recurring urinary incontinence. The patient experienced this symptom because the cuff component of the artificial urinary sphincter (aus) was too large. The cuff was explanted, and replaced as a result. No complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring urinary incontinence. The patient experienced this symptom because the cuff component of the artificial urinary sphincter (aus) was too large. The cuff was explanted, and replaced as a result. No complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted 4.0 cm cuff was implanted on (B)(6) 2018. The symptom of recurring urinary incontinence was resolved after the 3.5 cm cuff was implanted. There was no indication that the patient experienced urethral atrophy. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring urinary incontinence. The patient experienced this symptom because the cuff component of the artificial urinary sphincter (aus) was too large. The cuff was explanted, and replaced as a result. No complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted 4.0 cm cuff was implanted on (B)(6) 2018. The symptom of recurring urinary incontinence was resolved after the 3.5 cm cuff was implanted. There was no indication that the patient experienced urethral atrophy. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: updated. Implant date recorded. Patient code updated. Investigation results: an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.